Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after successfully delivering a shock, the device inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation: the device was returned to a zoll approved service provider for evaluation. No fault was found with the device. The clinical files were reviewed and the customer's report was observed. The device was powered on and passed the power on self-test, including low energy self-test. During the first analysis, the device prompted a single "change battery" message. The device charged and delivered successfully. At the second analysis, the device prompted shock advised, followed by "no shock delivered" and a double "change batteries" prompt. This occurred again after the third (final) analysis. The device recorded a single "change batteries" prompt. The clinical file was incomplete which is an indication that the device powered off unexpectedly. The device, device history logs, and batteries were not returned to zoll medical corporation for further evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.